Event description:
The customer contacted baxter technical support to request a nurse call bed exit call log report. The customer reported that a patient fell and sustained a major injury. No further information was provided at the time of the initial notification including no clarification of the reported injury. Follow-up with the customer found that the 75-year-old patient fell sustaining a right hip fracture that required surgical arthroplasty. The customer reported that the arthroplasty surgery was successful, and the patient will be attending rehabilitation.this report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system offers several calling options depending on the configuration of the facility. When a bed is used in conjunction with voalte nurse call, the beds exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) Via a connected communication cable and provides a visual and/or audible event alert notification at the designated device. A review of the log files found that the customer was experiencing a lost nursing unit controller (nuc) alert that was not addressed by the customer before and during the reported event timeframe. The voalte nurse call instructions for use (IFU) note the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. In the event of a nurse call system failure, a system alert would be generated. The IFU states a system alert provides information about a component that is disconnected from the system. The system alert screen provides notification at the staff console whenever a system alter is added. Contact the system administrator every time a system alert is generated. Additionally, the IFU states the following hazard statement regarding system alerts caution: a lost nursing unit controller system alert will cause the nursing unit to enter room survivability mode. Contact an administrator immediately if this system alert occurs. Of note, this type of alert is audible and visual, and is enunciated at staff consoles. In this event, the patient reportedly sustained a hip fracture that required surgical interventional arthroplasty to preclude permanent impairment of a body function and permanent damage to a body structure. Thus, a serious injury occurred. The cause of the event can be attributed to use error (the customer¿s failure to address the system alert provided by the nurse call system). The system is designed to place system alerts on the primary staff consoles, and other applicable user interfaces when there is a malfunction. This system alert is an indication to the staff that the room, component, or service has a problem and requires servicing. The system alert provides staff the opportunity to implement backup protocols for patient communication.